Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 560 mg/dl. The customer experienced nausea prior to the event. The father did not have the insulin pump with him at the time of the call. No troubleshooting was performed. Nothing further was reported.